Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "defib fault 72", "defib fault 80" and "defib fault 108" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the device found damage consistent with tampering. Due to the condition in which the device was received, root cause analysis could not be performed. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.